Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Contact heard the dealer ask someone in the background were they switching to a permanent axle because the wheels had fallen off with the quick axle.